Event description:
It was reported that the patient experienced overdose following a pump pocket revision/surgical procedure that was performed in 2008. Specific symptoms were not reported. The hcp attempted to program therapy stop but didn't complete the process despite thinking she had: the pump continued to infuse for an additional 24 hours until the programming discrepancy was noticed by the physician. The patient was admitted to the hospital, then discharged the next day; the status was reported as good. The hcp also reported that the patient had a seroma, however, it is unclear if the surgical revision was related to complications associated with the seroma.